Event description:
During review of the event history log, it was determined that there was a repeating pattern of door jammed alarms, which suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the link screw failed. This part is a known contributor to door jammed alarms and has been replaced.